Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they saw an unknown doctor symbol showing on their programmer. They also noted that their stimulation is on, but is coming and going since (B)(6) 2017. The patient stated that there is an empty implantable neurostimulator (ins) battery symbol on their programmer on the day of the report. The patient was redirected to their healthcare provider in order to have their ins checked. No further complications were reported. The patient was implanted for spinal pain. Additional information was received from the healthcare provider (hcp). It was reported the patient would be contacting the manufacturer representative for interrogation and trouble shooting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the lumbar fusion procedure was unrelated to the patient's device and therapy. It was noted that the ins had only lasted two years due to higher parameters required for therapy. The patient's weight at the time of the event was reported to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient would be shortly be getting a new ins. The patient stated her current implant stopped working in march and was removed a month later. The patient stated it only lasted two years. There were no reported complications and no further complications were expected.